Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences for complaints-conduction, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the heart block is likely related to the mechanism described above. In addition, the patient's underlying a-fib bradycardia with rbbb may have put the patient at higher risk for the development of complete heart block post procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. The device remains implanted.

Event description:
As reported by implant patient registry through receipt of a phone call, the patient's wife called to report the passing of the patient on approximately 38 days post implant of a 26mm sapien 3 valve. The cause of death was not provided. Upon review of medical records, post operatively, the patient experience atrial fib with right bundle branch block (rbbb) with temporary pacemaker intermittently pacing. The heart block developed to complete heart block post tavr. A day 14 post-implant, the patient received a permanent pacemaker. The cause of death is still unknown. A 29 mm sapien 3 in the aortic position via transfemoral approach. The implant was a success with minimal paravalvular leak. No procedural complications or malfunctions were noted.